Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10 mg/ml at .480 mg/day) and marcarine (40 mg/ml at 1.921 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that sometime in either (B)(6) 2018, the patient had their drug increased because they felt like they were not getting enough. In (B)(6) 2018 the patient fell and was currently in a rehabilitation facility due to a leg injury from the fall. It was reported that on the (B)(6) 2018 the patient had two overdose events where the patient seemed stoned. The caller wanted to make sure the overdose events do not happen again. It was stated that the rehabilitation facility was not giving the patient anymedication and the patient seemed okay. The caller was directed to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.